Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.1 and 2.2 pockets failed. The field service engineer (fse) removed the back panel and checked for indicator lights. Blinking lights were observed on the detected pockets in drawer 2.2. The back panel was opened, and the retractor bands and row board connector were inspected and reseated. Power was restored, proper indicator lights were verified, and the failed storage space was recovered. The system was tested using the dispensing application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 had jammed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.